Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the patient was due to have his lvad explanted due to recovery of his heart, but the patient began to hemolyze and had dark urine. The surgeon explanted the patient's pump.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.